Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was stuck on the carefusion screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was stuck on the carefusion boot screen. A technical support specialist (tss) found the station offline via remote support service (rss) and asked the customer to verify if the blue screen persisted, advising them to unplug and reconnect the network cable to test connectivity. The customer confirmed the cables had been checked and the device remained non-functional, stuck on the blue screen. Tss remoted in, and the medstation was brought back online. Both parties noted it took approximately 7.5 minutes to connect, suggesting some ports may not be open. The customer requested port configuration details for remote connection to share with their it team for review. No repair information was provided, and the case was closed by fse. No responses were received from the technical support specialist (tss) or the tss manager. Additional information was added to the record if and when it was received.